Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient reported leaking from the pigtail extension set of the pump to the male adapter. Patient could not receive full dose of 5-fu home infusion. They had over 20 leaking extension sets at our facility. Countless contaminations and exposures of patients from these leaking devices. Customers know that they were ll-2s male adaptors and the female swivel adapters.